Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure. The event date was not reported. During preparation, it was noted that there was a hole in the packaging. It was reported that the sterility of the device was compromised. They opened another flexima rx biliary stent and successfully completed the procedure. There were no patient complications reported as a result of this event.